Event description:
Reporter indicated the pt was experiencing an increase in seizures. It is not known if the increase is above or below pre-vns therapy baseline. Generator had reportedly reached end of service and was replaced. Good faith attempts were made with the treating physician to obtain further info; however, these attempts went unanswered. Most likely cause of the increase in seizures was due to loss of therapy since generator had reached end of service.